Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va05dpx, implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported the managing physician had told her on (B)(6) 2016 that 2 of the electrodes on the lead were broken approximately a year or two ago. The patient thought it was electrode 1 and 4. The patient had been in the healthcare provider (hcp)'s office when the representative had come in and used her machine to check the lead. The patient was told about a week or two ago that "7 out of the 10 things" were showing black so that meant they were not working. The representative had changed everything and told the patient she only had one program left to use because the other (7 programs) were not working. The patient had increased stimulation on all of them and the patient had not felt stimulation. The patient alleged she could not increase on the program because she needed to increase to 0.7 to feel stimulation but it was so uncomfortable up at that level. This issue had begun a week or 2 ago. The patient had been on the other programs only at 1.0v and it had been so uncomfortable. It was noted when the patient had "bad symptoms" she used to increase the stimulation and it would feel good and take care of the symptoms. The patient thought her symptom control was fine and on the day of the call, it "kind of sucked symptom wise." Overall the patient's symptoms were much better than before she got her device. The patient felt her symptoms were a lot better before she had gone on the current program. The patient was switched to her current program about a week or two ago. It was indicated the patient had never felt stimulation as uncomfortable before and that when she turned stimulation down it was no longer uncomfortable but the patient would not feel it when it was down lower. The patient had thought her hcp had told her previously that her lead wire(s) were messed up/broke a while back but that they could work with certain programs and make do. The patient indicated she had been performing sexual activities in a certain position and wondered if this could have caused the lead issue. The patient was told they would replace the whole system if they replace anything. The patient had the device in for almost 4 years and was told it had bout 1.5 years left. She had wanted to get it replaced prior to having kids because she was planning to in the near future. The patient had not want a device that was messed up inside of her that she could not do anything with. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.